Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 525 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.